Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to reproduce or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device synchronized cardioversion timing was greater than 60ms. In this state, the defibrillation shock may be delivered during the vulnerable period of the cardiac cycle, which could induce ventricular fibrillation. The reported issue was observed during inspection. There was no patient use associated with the reported event.